Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the hematoma was not device related.

Event description:
The patient was noted to have a hematoma after a system revision for an upgrade from this pacemaker to an OEM crt device. The patient was taken back into the ep lab where the doctor evacuated the hematoma. July 29, 2015 this device was returned.